Event description:
A surgeon reported that following shunt implant surgery, a malignant glaucoma occurred and a secondary surgical procedure was performed to treat the event. Additional information was received from the facility that indicated during the shunt implant surgery, the surgeon "felt resistance when he pushed the button of eds; he also felt aqueous humor flowing was little and the anterior chamber was stable during the surgery"; and that he was "broadly satisfied" with the procedure. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Not enough information was provided; the root cause cannot be determined. Additional information has been requested. (B)(4).